Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 472 mg/dl. The customer did not mention any form of treatment. The customer stated that they had inserted a new sensor and had lunch when their blood glucose shot up high. The customer will be visiting their cardiologist because they have not been feeling well. The customer had to get off the phone because they arrived to see their health care provider for an appointment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.